Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, b7, d1, d2, d4, d6(a), d6(b), g2, g4, h4, h6.

Event description:
Patient reported right side rupture. Healthcare professional reported the device was intact. This record is no longer reportable to FDA and will be un-reported. The device has been explanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.